Event description:
It was reported that there was no video on monitor when led is amber. It worked after the rear panel on touchscreen monitor was removed and hdmi cable was reconnected. Hdmi cable was not secured and will loosen over time. No patient involved.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no similar reports, as this was the only occurrence and this issue will continue to be monitored. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to this issue is that hdmi cable is not secured and it will loosen over time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.